Event description:
An implant card was received noting that the patient's lead was replaced due to high impedance. It was reported that the high impedance was first seen in april, and that the explanted lead was discarded after replacement. No additional or relevant information has been received to date.